Manufacturer narrative:
No sample was returned for evaluation, therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evident nonconformity could be found in the lot record review, the root cause for the defect experienced by the customer cannot be determined. Some potential caused are improper handling, or contact with another instrument. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. (B)(4).

Event description:
A surgeon reported that the blade of the knife was dull during surgery. Ther was no impact to the pt.